Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker radio malfunction and that the speaker is not working on mx40. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported a speaker radio malfunction and that the speaker is not working on mx40. The device was not in use on a patient at the time of event, there was no patient involvement. The device was returned to philips authorized repair facility for evaluation. The bench repair technician evaluated the device and was not able to observed the reported issue. Therefore, we are considering this to be cause unknown. The device passed all tests and was returned to the customer's site.